Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a device change out procedure abnormal pacing impedances measurements which were low and out of range were noted on the right atrial (ra) and right ventricular (rv) leads. Insulation damage was suspected on bot leads and noise was seen. The ra lead was surgically abandoned and will not be returned. No adverse patient effects were reported.